Manufacturer narrative:
(B)(6). On 01/05/2017 a medtronic representative, following-up at the site, reported the radiographic technologist (rt) stated that the anterior posterior (ap) and lateral image would not activate in the fluoronav software due to poor quality. Received an error message on the navigation system stating that the images were poor quality and unable to activate. The rt stated that the empty image looked as it should when taken. On 01/10/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion procedure, being unable to activate anterior posterior (ap) and lateral images. The empty image activated with no problem. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of their navigation system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.